Manufacturer narrative:
Submit date: 05/21/2013. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has requested additional information on 04/30/2013, 05/06/2013, 05/09/2013, 05/13/2013, and 05/17/2013. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the device pierced at the distal level, under the connection, when the nurse injected antibiotics into the baby.